Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "doctor feels that the tibial baseplate was way undersized. The doctor also feels that the pt's weight is an exacerbating factor."